Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device would not move smoothly. It was determined that the device had a sticky trigger. It was further determined that the device failed pretest for check for sticky trigger. It was noted in the service order that the device would not hold a blade. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.